Event description:
It was reported that this patient on continuous ambulatory peritoneal dialysis (capd) therapy reported he will be completing in-center hemodialysis (hd) for a few months due to a pd catheter infection. The infection was diagnosed on (B)(6) 2025 despite the patient showing signs of an infection prior to that time. The pd catheter was removed and the patient is completing in-center hd. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).